Manufacturer narrative:
This report is submitted on october 26, 2023.

Event description:
Per the clinic the device was explanted on (B)(6) 2023, due to shock sensation and pain with device use and atypical measurements on few electrodes. It is unknown if there are plans to reimplant the patient as of the date of this report.